Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient's son contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The reporter alleged that the issue began on (B) (6) 2010 at 5 am. A day prior to the alleged issue (on (B) (6) 2010 at 8 pm), the patient reportedly received a blood glucose result of "171 mg/dl" with the subject meter. On (B) (6) 2010 at 9:30 am, the patient receives a blood glucose result of "510 mg/dl" with the hospital's meter. It is not known what medication, if any, the patient takes to manage her diabetes. It is also not known what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. The reporter claimed that after the alleged issue occurred, the patient experienced symptoms of vomiting, severe headache, and had collapsed; however, it is unclear when the symptoms occurred. The reporter stated that between 5 am - 9 am on (B) (6) 2010, the patient received treatment by a health care professional; however, it is not known what type of treatment was administered. In addition, the reporter stated that the patient was hospitalized. At the time of troubleshooting, the cca verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged issue began.